Event description:
It was reported that on cut femur screen got an exposure motor control failure. Exited case, backed out to case information screen and hit resume operation. After calibrating got to cut femur screen again and another exposure motor control failure appeared. Shut system down and re-booted, at this time the handpiece would not home after calibration (received a ¿handpiece failure¿ error during homing). Surgeon went to manual instrumentation at that point. And no patient injuries were involved.

Manufacturer narrative:
H10: the navio surgical system logs was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review found similar reports and this issue will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions for addressing error messages on the system. Accordingly, product labeling has been ruled out as a cause of the complaint. This failure is captured in the navio risk profile. A clinical/medical investigation noted that, the surgeon converted to manual instrumentation to complete the procedure without delay. It was communicated that the surgeon was satisfied with the outcome (as planned) with no patient impact/injury. Therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to this issue is if there was an issue with the siu firmware that causes the message "handpiece exposure control motor failure" to show. This issue is only resolved by a system reboot. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.